Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection of the machine showed a broken wheel on the base of the machine. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the defective component which was replaced was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fracture in the base of the wheels of an ak98 device. The process step during which this observed was not specified and it was unknown if there was any patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.